Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had a high lead impedance with systems diagnostics testing at an office visit. The patient had no known trauma and does not manipulate the vns. The patient did have laparoscopic gallbladder removal surgery in (B)(6) 2010, but this was unlikely a contributing factor per the reporter. The vns was disabled. X-rays were reviewed by the manufacturer. No obvious lead discontinuities were noted, but the lead pin was fully inserted into the generator header, eliminating a lead pin insertion issue and making a lead break the more likely scenario. Surgery to replace the vns lead is likely, but a surgery date has not been set.